Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter and a maverick 2 shelf box, product pouch and carrier tube (hoop). There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall over the proximal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the pinhole or the reported failed inflation. The balloon did not inflate due to the balloon pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that balloon inflation failure occurred. The 20x2.0 mm, 80% stenosed target lesion containing a lesion bend of between >45 and < 90 degree was located in a moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 2.00mm x 20mm maverick² catheter balloon was selected to dilate the lesion but the balloon could not be inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed balloon pinhole.